Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer's electrocardiogram signal displayed interference. It was further reported that there was a false signal parallel to the ventricular rhythm which was just before the ventricular paced beats which made it unclear whether or not there was capture. The monitor was changed out and is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis, the stated reason for return was unable to be confirmed. It was noted that the stylus was missing, the latch of the cable bay was broken and an error was found in the software history. A stylus was added and calibrated, the cable bay was replaced, new software was installed and the device was cleaned and then passed its electrical safety and all final functional and systems tests.

Event description:
It was further reported that the product had been returned to service.